Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse calibrated the suj4 and performed matlab testing. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that arm 4 experienced repeated recoverable faults during a procedure, indicated by errors 23070 and 23071. The customer disabled arm 4 and continued with the procedure. A hard reboot or emergency power-off was planned for the patient cart after the procedure. System logs pointed to issues with arm 4's setup joints being outside of limits. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.